Manufacturer narrative:
Conclusion: the complaint investigation has been confirmed. The sample was returned in two pieces. The balloon appears to have burst longitudinally and then tore circumferentially and the catheter shaft is kinked and stretched. The information provided indicates the balloon was exposed to pressures ranging from 12 atms - 24 atms and the arterial side of the graft is calcified. Based on the information provided and the evaluation of the sample, it appears as if the cause of the complaint is due to a combination of patient condition, over inflation and pulling against resistance. A review of the manufacturing records for the reported lot indicated that all of the device specification and quality requirements were satisfied. The instructions for use state the following to help prevent this type of complaint: "proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter." Caution: do not exceed the rated burst pressure. A syringe with pressure gauge is recommended to monitor pressure. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Do not advance the guidewire, balloon dilation catheter or any other component if resistance is met, without first determining the cause and taking remedial action. If resistance is felt upon removal, then the balloon, guidewire and the sheath should be removed together as a unit, particularly if balloon rupture or leakage is known or suspected. This may be accomplished by firmly grasping the balloon catheter and sheath as a unit and withdrawing both together, using a gentle twisting motion combined with traction. Before removing catheter from sheath, it is very important that the balloon is completely deflated. Packaging label indicates the following: recommended sheath is 6f introducer. Rated burst pressure is 16 atms. Expiration date 03/2012. This type of complaint will continue to be monitored for trends. No further action at this time. Frequency has increased but the severity of this event is not greater than usual.

Event description:
The tip of the balloon broke off.